Manufacturer narrative:
The results of the investigation concluded that a fully compacted knot and broken suture loop were present at the distal end of the suture. The anchor was not returned, and the black heat shrink was fully exposed. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the anchor detachment is consistent with an overtightened suture loop as described in the instructions for use.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use following a percutaneous coronary intervention (pci). The device was inserted into the sheath and pulled back and two audible clicks were confirmed. When the assembly was pulled out, the suture broke below the knot with the anchor and collagen remaining in the patient.